Event description:
It was reported that during the permanent scs ipg implant procedure on (B)(6) 2011, the pt was implanted with the surgical lead. The ssep (somatosensory evoked potential) monitoring showed a perceived neurological deficit in the pt's lower right extremity (foot). The case was aborted and the lead was explanted. The pt was under anesthesia effects, therefore no deficit was confirmed visually or verbally by the pt. No specific diagnosis pertaining to this event have been reported. The pt has had full motor function and has not experienced any symptoms as a result of this procedure. No add'l intervention has been required. The physician does not believe that the event is device related.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.